Event description:
It was reported that patient lost stimulation and the patient controller (pc) displayed the end of life (eol) message. Patient was using tonic stimulation and high program settings/parameters. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.